Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.

Event description:
It was reported that the battery compartment of the insulin pump was cracked. Nothing further was reported.